Event description:
It was reported that during inserting the iol into the patient's eye the trailing haptic broke off. The lens was cut and removed. The incision was enlarged. The inserter that was used during this event is reported under 1119279-2014-00044.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.